Manufacturer narrative:
One impl twist mp-1 3.75 mm 1 5 mm (1991) along with the ha were returned for investigation. Visual inspection of the as returned product identified wear about the implant body, with some cracks in the ha from use. The internal drive feature is noted to show some signs of damage. The healing cap is worn, but undamaged. Functional testing was performed for the returned products and it was determined that the two returned parts could not be assembled. Further testing revealed that the healing cap returned assembled as normal with a mating in house implant. However, the returned implant was unable to assemble with an in house healing cap. The reported product was located on tooth # 7 (universal) and was removed the same day. DHR review was completed for the subject lot number 63380341. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63380341) for similar cause and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (healing cap does not assemble) or product (1991). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter email address: not provided. PMA/510(k) number: k943604.

Event description:
It was reported that the healing cap could not be screwed in the implant (1991). Implant was removed and replaced with a new one during the same procedure.